Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: h3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the e311 error was due to communication failure caused by partial disconnection of the cable. It was found that an e311 error occurred when the white balance was not adjusted. There was also noise generated when moving the cable, therefore, the white balance was unable to be adjusted because the image does not appear. It was also stated that likely the wires inside the cable were damaged due to stress from user mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The referenced camera head was returned to the regional repair center for evaluation. The reported issue e311 was not confirmed, however, the inspection found that when the cable was manipulated, the image had noise/ static. The cable has a buckle or kink. A test cable was used and the device functioned normally. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (oit) was informed by the customer that their high definition autoclavable camera head had an e311 communication error during an unspecified event. No patient injury or harm was reported to olympus. The equipment will be returned for service.